Event description:
It was reported that balloon rupture occurred. Patient was scheduled for an endovascular therapy. The 100% stenosed target lesion was moderately tortuous and moderately calcified below the knee. A 2.0mm x 220mm x 150cm coyote balloon catheter was selected for treatment. When negative pressure was applied before inflation, back flow of blood was confirmed. This determined that a rupture occurred. The device was removed and replaced for another of the same model to complete the procedure. No patient complications were reported.